Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed inaccurately erratic results. The complaint was classified based on the original customer care advocate (cca) documentation. The patient claimed that the meter started reading inaccurately during the morning of (B)(6) 2016; however, no results were provided for this time. She reported that at 8:45pm on (B)(6) 2016, she obtained alleged inaccurately erratic results of ¿161 and 40 mg/dl¿, more than 20 minutes apart. The reported time difference of greater than 20 minutes makes this comparison invalid for the purposes of determining an inaccuracy. The patient manages her diabetes with insulin (self-adjuster). She denied making any changes to her usual diabetes management routine after obtaining the alleged inaccurate results and reported that she administered 15 units of lantus insulin. She reported that approximately 5 hours later at 2am on (B)(6) 2016 she developed symptoms of ¿shakiness and heart palpitations.¿ she reported that she self-treated her symptoms with yogurt and 3 candies. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure and the patient¿s results were from the same approved sample site. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.